Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error and the screen was frozen. It was stated that the customer was pushed in the pool, and the insulin pump alarmed, but there was no sign of water inside the device. No further info was provided.